Manufacturer narrative:
Device analysis completed on a smith medical cadd legacy 6400 pump. Device arrived in good physical conditon. Event log revealed alarm of complaint (B)(6). When testing and duplicating the report, the alarm was verified lec 1871. This is confirmed as a motor timeout error. When device was opened the motor was found to be locked. Action taken to replace motor. All final testing after service passes functional and delivery testing. Unknown cause of event.

Event description:
Device analysis completed and report will be updated in h 10.

Event description:
Information was received indicating that a smiths medical cadd legacy pump presented with an error message and beeping while priming. There were no adverse events reported.